Event description:
Received 2 events related to the spiros device. First stated chemotherapy tubing attached to spiros found to be leaking during carboplatin infusion. Infusion stopped and chemo pharmacy made new dose to restart. The second stated rn called to bedside to find that the spiros connection to the IV chemotherapy tubing was broken off between the spiros and the tubing and the spiros remained connected to the patient. Sent back to chemo pharmacy for new bag to be prepared. Per unit supervisor, ICU medical aware and looking into equipment vs. Application process. ICU medical does have the tubing.